Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that in 2006, patient began to experience very loud squeak when walking. Discomfort rear area of pelvis. Patient was revised in 2007.